Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 3.0 inr , qc 2: 2.9 inr, qc 3: 2.8 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 10:40 am, the result from the meter was 5.2 inr. At 10:52 am, the laboratory result was 3.4 inr. The laboratory result was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose change, no medication change, no diet change, no new illnesses, and no bruising or bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.